Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, stored episodes of over sensed noise on the ventricular lead resulting in pacing inhibition were noted. The noise could be reproduced with arm movements. The device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
New information noted that the device was permanently programmed to dual chamber asynchronous pacing at 70 beats per minute and the patient would continue to be monitored.